Event description:
Caller reported a tandem mobi cartridge alarm. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), with no adverse impact reported. Technical support instructed the caller to remove the cartridge and deliver a 9-unit bolus, noting that the insulin on board would be affected. The customer initially could not change the cartridge due to a malfunction, but after a reset, was able to load the cartridge and resume insulin delivery. No further troubleshooting was needed for the alarm 35 issue.